Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with a low blood glucose reading of 41 mg/dl. The customer stated that he did not count his carbohydrates correctly, and over infused, causing him to lose consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Assisted the customer in changing one of the basal rate start times. Nothing further was reported.